Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility information by bbm sales organization in ireland: "underinfusion". According to the customer: "intermittently not infusing the drug to the patient even though everything looks good & the lcd screen says it is infusing to the patient. Additional information received from reporter: pump screen counting down time and volume, not alarming, however infusion bag not actually emptying. At IV line entry site noted fluid going in and then blood coning back though line. As if infusion going in and then being sucked back out. As we are aware of the situation we are catching it quicker. No patients harmed/injured just time delay to appointment. However we knew to look out for it so very little time delay."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). As no sample and no meaningful picture was provided, proper investigation on malfunction could not be performed. Hence, the complaint is considered as not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.